Event description:
Related manufacturer report number: 2017865-2021-13191. It was reported that the patient experienced a purulent discharge from the incision site and presented in clinic. The incision site was not fully closed and pocket infection was apparent. It was suspected that the infection may have been related to a lead revision procedure done on (B)(6) 2021. The system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.